Event description:
The patient reported that their implantable cardioverter defibrillator (ICD) was messing up their shoulder. No other information was provided or could be obtained. The device remains in use. No patient complications have been reported as a result of this event.